Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a chariot guide sheath with dilator. There was blood inside and outside of the hub and shaft. Microscopic examination revealed that shaft was separated and buckled just past the hub. The shaft was also separated 22.5cm from the hub. The coil was stretched and detached at both separations. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed that the hub was attached to the shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 21-sep-2015. It was reported that the hub detached. The target location was the left leg. Access was obtained via the right groin. A chariot guiding sheath was inserted. When the physician was pulling back the sheath, the hub broke away from the sheath and the inner lining came undone. The physician was unable to get a wire down. Access was lost. The case was aborted and will be attempted at another time. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the shaft was broken at a portion of the device that could have been introduced into the patient.